Event description:
It was reported that the patient's blood glucose levels rose to 17.9 mmol/L (322 mg/dL) while wearing the Pod between 49 and 71 hours. Investigation of the Pod (completed 10-Jul-2026) found a tear in the cannula. The device was originally reported on (b)(6) 2026 for leaking insulin during wear. As treatment, a new Pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. No other damages or defects were found with the device.Lot Release records were reviewed and the product lot met all acceptance criteria.